Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message while wearing the adc freestyle libre 2 sensor. The customer was unable to obtain sensor scans and experienced symptoms of nauseous, dizziness, muscle aches, and self-treated with apple frost before losing consciousness. The customer further reported her fiancé treated her with 1mg of glucagon and no further information was provided. There was no report of death or permanent injury associated with this event.